Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(4). Results code(s): (operational problem): visual inspection of the returned product found the lens optic and both haptics torn, with a piece of haptic torn off and missing. The lens was returned in liquid. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cc4204a collamer single piece lens +24.5 diopter, and the lens turned sideways in the patient's eye. The capsule was torn and the lens was removed. A vitrectomy was performed and a three piece lens was implanted.

Manufacturer narrative:
(B)(4).